Manufacturer narrative:
Na

Event description:
The customer reported the ventilator failed est. The ventilator was not in use on a pt, therefore there was no pt harm or involvement. The manufacturers service technician was able to duplicate the reported problem. The service technician replaced the 3 station solenoid assembly to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications. Upon factory failure analysis of the 3 station solenoid, a broken wire was found on one of the solenoid assembly that controls the safety valve for opening and closing. This finding indicates that the ventilator would be unable to ventilate the pt during normal operation. Failure to open or close the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during pt use.